Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The hypotube shaft was completely separated 34.8 cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. There is no evidence that the device failed to meet applicable product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-aug-2017. It was reported that crossing difficulties and shaft kink occurred. The 100% stenosed target lesion was located in the severely calcified vessel below the knee. A 1.2mmx15mmx142 cm coyote fc (emerge¿) balloon catheter was advanced but failed to cross the lesion and the shaft kinked. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was removed intact and the shaft broke outside the patient's body when the physician attempted to straighten the device from being kinked.